Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited episodes of noise. During the explant procedure on (B)(6) 2019, fluoroscopy imaging was performed and externalized conductors were observed. In addition, it was noted that the lead fractured during the procedure. The lead was abandoned inside the patient's body and a new lead was successfully implanted. The patient was not symptomatic to the event and was in stable condition before and after the procedure.